Event description:
#Medwatcher #(B)(4). 1 thing is only one side was inserted due to the other being blocked and the dr couldn't get the side in. I have been bleeding since day one and it's almost been 2 months. I have stomach cramps all the time and I get really bad leg cramps at night.